Event description:
The customer reported an image quality problem. Image is too white and is blooming. This problem occured during the cine fluoro. No patient injury was reported.

Manufacturer narrative:
The service rep repaired the unit. System is working as intended.